Event description:
Additional information was received indicating noise continues to be observed on the rv lead. However, as the device is programmed voo, there has been no impact to therapy or the patient. Additional lead testing was performed and noise confirmed in both unipolar and bipolar sensing configurations consistent with myopotentials. The device was reprogrammed to fixed rv sensing and bipolar sensing while remaining in voo which reduced the instance of noise and inappropriately stored episodes. The patient will continue to be monitored through increased follow-up frequency. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during follow-up this pacemaker and right ventricular (rv) lead exhibited noise and oversensing resulting in pacing inhibition and asystole of periods up to approximately 4 seconds in stored episodes. The noise was reproducible with provocation testing while in bipolar configuration but not when programmed unipolar. Boston scientific technical services (ts) reviewed available data and provided suggestions for testing the system and programming considerations. The physician elected to reprogram the device to voo in unipolar configuration. No further testing or intervention is planned at this time. No adverse patient effects were reported. This system remains in service.